Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received an elevated result of 397 mg/dl during the night, while having hypoglycemia symptoms like weakness and trembling. The patient felt ill and even fainted, but recovered on her own, and no action from another person nor medication were required. Later during the morning the patient received the following results within 15 minutes: 247 mg/dl and 102 mg/dl.